Event description:
It was reported that during a da vinci-assisted supraglottic laryngectomy surgical procedure, the synchroseal instrument did not move. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
The synchroseal instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have the main tube dislodged. The main tube metal tabs were found to be dislodged from the slots at the distal end. As a result, the instrument failed an imprecise motion test. The event was caused partially or wholly by the user of the device including sample handling. Additional findings related to customer reported complaint: the instrument exhibited imprecise motion when the mtms were manipulated. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument exhibited imprecise motion in the wrist direction during gripping and un-gripping. The grip tips moved within the joint limits in the commanded direction; however, a lag or delay in the motion that was observed. The root cause is attributed to dislodged main tube. The instrument was found to have the jaw cover torn. Tears measuring roughly .0745" x .0585" were missing. There are no signs of thermal damage present at the end of any tears. The jaws did not open and closed properly as the cover is extended to the base of the jaws. The root cause is attributed to mishandling/misuse.